Event description:
Belmont instrument corp fms 2000 fluid management system. (High flow warmer/pump for trauma resuscitation fluids). Problem: unit was accidently left unplugged and the battery died. When a trauma pt arrived with severe bleeding, the unit would not turn on despite being plugged into a good outlet. Life threatening blood pressures persisted for several mins because we could not infuse fluid/blood quickly without a functioning pump.